Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed in two segments and the tip section of the lead was not returned. The middle segment of the lead had melted insulation and melted anode and cathode coils. The melting damage was consistent with electro-cautery used during the extraction process. The anode coil was also found fractured in this location. Resistance testing of the middle segment confirmed the lead was not electrically continuous. No other fractures were found along the length of the returned sections. Due to the damage observed it is possible that the fracture occurred during the explant procedure.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The fracture was confirmed via fluoroscopy. The rv lead was explanted and replaced. No additional adverse patient effects were reported.